Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/06/2013 with the following results: no defect was found. Pump powers on with audible and vibratory sounds. Pump was exercised for 24hr duration period; no alarms occurred during this time period. There are no alarms related to the complaint noted in the alarm history or black box; only typical usage observed. The delivered boluses and basals add up correctly to equal the total the daily insulin delivery rate which was programmed by the user. Pump successfully passed a 29hr flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that he was hospitalized because his blood glucose reading was out of control. The patient thought his blood glucose excursion was due to his sore throat and cold. During his hospital stay, he was taken off of insulin pump therapy and her blood glucose was well controlled and within target. His ha1c was at (B)(6). He had symptoms of nausea and vomiting with his elevated blood glucose. After his hospital release, he went back to insulin pump therapy and his blood glucose was elevated more than 600 mg/dl. He reportedly cannot get his blood glucose below 400 mg/dl with insulin pump therapy. At the time of the call, the patient went off of insulin pump therapy and is on a backup plan. He plans to speak to his hcp about the report issue. During troubleshooting, there was no evidence of a product malfunction associated with the reported incident. The basal segments and advance feature are programmed as intended. There is no product misuse. The time and date are programmed accordingly. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl and required hcp treatment while on insulin pump therapy. Although there was no product malfunction associated with the reported issue, use error and intentional misuse related to the animas pump could not be ruled out.